Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to nature of the injuries or the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: . (B)(6) 2015 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with the implant of ventralex st. Per operative notes, ¿the hernia sac was excised from the area. A ventralex st mesh was placed within the abdomen and stitched in place using sutures.¿ (B)(6) 2016 - patient was diagnosed with incarcerated and recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair with removal of mesh and implant of synthetic mesh. Per operative notes, ¿the bowel is densely adherent to the hernia sac and were taken down. Previous mesh had pulled up into the hernia sac and bowel was stuck within it. This meshoma with incarcerated bowel within it is grasped. A synthetic mesh was placed within the abdomen defect." Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, mesh shrinkage, pain, hernia recurrence and ring break. It was also alleged that the patient had incarceration of hernia with evidence of association to mesh as noted in operative dictation: "I find that the mesh that was previously placed has pulled up into the hernia sac and the bowel is stuck within it. This meshoma with incarcerated bowel within it" was lysed and removed.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to nature of the injuries or the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions, mesh deformation and mesh migration thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.